Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by --12.30%. There was no reported adverse event.

Manufacturer narrative:
Other text: correction- no patient involvement- issue found during testing.

Event description:
Correction- event occurred while testing. No patient involvement.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good condition. There was no evidence of the reported issue in the event history log. The reported issue was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside of the pump's delivery accuracy manufacturing specification. The expulsor will be replaced to bring delivery accuracy into specification.